Event description:
The account stated, the bed has no power when he plugs the bed into ac power. No siderail lights are on, no battery led and no bed functions.

Manufacturer narrative:
The account found one of the power control module dc fuses blown. He did not remember which one. He replaced the fuse to resolve this issue.